Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 23 mmol/l. The insulin pump received no delivery alarm. The customer was assisted with troubleshooting and insulin exited the tubing of the infusion set. Troubleshooting was not performed for high blood glucose levels. The device will not return for analysis. Frn-unk-rsvr, unomed inf set.